Event description:
It was reported that a user experienced a dexcom g7 pairing failure, and the caregiver replaced the sensor, after which no additional assistance was needed. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond the pairing failure and no need for medical care. Investigation included troubleshooting and education provided by support. Investigation of this case revealed a sensor pairing failure with the continuous glucose monitor, with no ilet pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-level or interoperable cgm pairing issues unrelated to ilet pump function.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.